Manufacturer narrative:
One phaco tip was returned. The final customer lots were identified and a device history record review for each of the lots was conducted. The product was released based on manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated that there were no other complaints for this reported issue. A visual inspection of the phaco tip received was performed at 30x magnification. A small amount of what appears to be surgical material is present at the distal end of the cannula inside diameter. The inside diameter was totally clogged with a solid translucent material, which appeared to be surgical material. The aspiration bypass hole was completely clogged with solid surgical material. Surgical material was present on the nut surface. The threads, back flange, and nut show wear from the phaco tip being used. The complaint does confirm the phaco tip was occluded. The root cause of this occlusion could not be determined from this evaluation, however, based on the visual inspection; it does not appear to be related to the manufacturing process. The material appeared to be surgical material. This large amount of surgical material indicated the phaco tip may have been reused. (B)(4).

Event description:
Additional information received from the surgeon who reported the patient experienced a mild wound leak and one day postoperatively a bandage contact lens was placed.

Manufacturer narrative:
The date received by MFR provided in the previous medical device report was incorrect. The correct date was 12/02/2015. (B)(4).

Event description:
A director of nursing reported that an ophthalmic surgeon observed a white substance coming out of a phaco tip and the 'epi' of the cornea became white during a cataract procedure. The phaco tip was replaced and the surgery was completed. An unplanned suture was used to close an incision. The product sample was retained. Additional information has been requested, however, none has been received at this time.

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).